Event description:
A supplemental report is being submitted due to the completion of the investigation on 26-feb-2025.

Manufacturer narrative:
This file was raised from literature to capture adverse events; 20 cases stent occlusion was the major cause of unscheduled ercp; 16 cases cholangitis; 2 cases of acute cholecystitis; 6 cases of pancreatitis; 3 cases of bleeding; 1 case of duodenal perforation. Device evaluation: the evolution® biliary controlled-release stent - fully covered device of unknown rpn and unknown lot number involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. This file is associated with the following complaints: (B)(4) "brinkmann - abnormal use" (B)(4) "brinkmann 2023 ¿ stent migration" manufacturing records review: prior to distribution all evolution devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Historical data analysis: historical data was not reviewed as the lot number is unknown. Instructions for use and/label: as per the instructions for use, ifu0062 which informs the user about the potential adverse events associated with ercp include, but are not limited to: allergic reaction to contrast or medication, aspiration, cardiac arrhythmia or arrest, cholangitis, cholecystitis, cholestasis, hemorrhage, hypotension, infection, pancreatitis, perforation, respiratory depression or arrest, sepsis. Additional adverse events that can occur in conjunction with biliary stent placement include, but are not limited to: allergic reaction to nickel, bile duct ulceration, death (other than due to normal disease progression), fever, inflammation, ingrowth due to tumor or excessive hyperplastic tissue, nausea, obstruction of the pancreatic duct, pain/discomfort, perforation, recurrent obstructive jaundice, stent migration, stent misplacement, stent occlusion, trauma to the biliary tract or duodenum, tumor overgrowth, vomiting. There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. Stent occlusion - a possible root cause can be attributed patient pre-existing condition or stent related. Cholangitis- a possible root cause can be attributed patient pre-existing condition or stent related. Acute cholecystitis - a possible root cause can be attributed to stent coverage of the cystic duct. Pancreatitis - a possible root cause can be attributed to procedure or device related. Bleeding - a possible root cause can be attributed to procedure. Duodenal perforation - a possible root cause can be attributed to procedure. As previously noted, ¿stent occlusion¿, ¿cholangitis¿,¿cholecystitis¿, ¿pancreatitis¿,¿hemorrhage¿ and ¿perforation ¿ are listed as a potential adverse events in the IFU. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the journal article, the following adverse events have been reported: 20 cases stent occlusion was the major cause of unscheduled ercp; 16 cases cholangitis; 2 cases of acute cholecystitis; 6 cases of pancreatitis; 3 cases of bleeding; 1 case of duodenal perforation. According to the medical advisor¿s input for patient outcome and severity, require intervention/additional procedures s=4. Investigation findings conclude that a definitive root cause could not be determined. A possible root cause can be attributed to patient pre-existing condition, stent related or procedure related. Instructions for use lists adverse events reported as a potential adverse events. The complaint is confirmed based on customer and/or rep testimony. Complaints of this nature will continue to be monitored for similar events.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Brinkmann, 2023, anchoring fins of fully covered self-expandable metal stents affect pull-out force and stent migration. All stents were placed during ercp by an experienced endoscopist with a record of >100 bile duct stent placement procedures and a median endoscopic expertise of 15 years (range, 5-25). The sems diameters were 10 mm, and the length was selected according to the length of the stricture. This complaint will capture the below aes: 20 cases stent occlusion was the major cause of unscheduled ercp, 16 cases cholangitis, 2 cases of acute cholecystitis, 6 cases of pancreatitis, 3 cases of bleeding, 1 case of duodenal perforation. Male: 51 (67%), age: median age of 64 years.